Manufacturer narrative:
Device passed displacement test and unexpected restart error test. No unexpected restart error noted. No unexpected resetting time or date after changing battery noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected hardware reset was recurred during normal use. The customer's blood glucose value was unknown. Troubleshooting was done. The customer stated that they were able to clear the alarm and able to complete rewind the insulin pump. The customer was advised to replace the insulin pump and may continue to wear the insulin pump until replacement arrives. The insulin pump will be returned for analysis.